Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381812 and lot number 3271684. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the rheumatology department of the nice university hospital has informed us of an incident concerning peripheral short catheters with active safety. Sometimes the needle pierces the plastic catheter when it is infused. No clinical consequences for patients.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381812 and lot number 3271684. A complaint history check was performed and this is the 1st related complaint reported with needle through catheter with lot #3271684 regarding item 381812. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.